Event description:
The customer reported that both monitors displayed a white image. The workstation screens locked up and the screens were blank.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep removed the workstation cover and checked the 5vdc. He reseated cables and connectors then performed a functional checks. He rebooted the system 3 to 5 times and verified system boot up error free. The system operates as intended.